Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that beep and vibrate was not working. The customer's blood glucose value was 95 mg/dl. The insulin pump was set to vibrate. Customer stated that they were not having trouble hearing the beeps. Assisted customer in performing a self-test. The insulin pump did not beep during the tone test. Customer advised the pump will need to be replaced. Advised to discontinue use of the pump and revert to a back-up plan. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the displacement and self test. No audio/vibrate anomaly/absence of alarm noted during test.